Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. Although a photograph has been received, no evaluation will be conducted. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports an ¿allergic reaction to the aquacel ag surgical cover dressing. The dressing was placed to right knee after surgery (B)(6) 2020. She started to have itching under the border on the second (2nd) day. The surgeon wanted her to leave it on for ten (10) days. She removed it after nine (9) days on (B)(6) 2020. She states the border was a gooey mess and melted into her skin. She used alcohol to remove residual adhesive on the skin after removal. Reports redness, welting, and blistering under border of the dressing. States she has hives from ankle to mid-thigh. Reports edema to calf that started (B)(6) 2020, which she believes is part of the reaction to the dressing. She has applied over the counter 1% hydrocortisone cream and taken over the counter benadryl with little improvement noted yet. Preparation of the skin prior to application of the dressing is unknown. Dermabond was used on the incision. A video and photographs were provided by the complainant.